Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's usb cable was damaged with exposed wiring and could not be used to charge the pump. No adverse effect to blood glucose. A replacement usb cable was sent to the customer to resolve the issue.